Event description:
Event description cpi received information that indicates this implantable cardioverter defibrillator (ICD) is no longer performing automatic capacitor reformations. If the patient is not followed regularly and no manual capacitor reformation are performed, this could result in decreased battery longevity.